Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. During the on-site endoscope reprocessing in-service training, the endoscope support specialist became aware that the staff not using the correct washing tube during bedside cleaning. The customer was informed that use of the correct washing tube identified in the instructions for use (IFU) is necessary for proper reprocessing. The gf-uct180 IFU shows the correct model number cleaning tube to use for this device model is the mh-974. Based on the facts obtained from investigation, the correct cleaning tube (mh-974) was not likely being used during reprocessing. However, since the device was not returned for inspection, the effect on the actual device reprocessing could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the endoscope support specialist training, the customers gastrovideoscope reprocessing process was not to specification. There were no reports of patient involvement.